Event description:
The product was returned without authorization. We did not receive communication regarding the reason for return. No further information provided.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked connector on display board. Unable to perform during functional check including rewind basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, excessive no delivery alarm test and all operating current test due tone button response. Insulin pump received with minor scratched display window and cracked reservoir tube lip.